Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault) was confirmed. As received, the monitor passed incoming testing. The faults were present in the download data, but were unable to be duplicated during troubleshooting. Upon investigation, the monitor had an intermittent connection at the j1000 and j1000 jumper on the computer/analog pca. The intermittent connection caused the faults. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was causing discharge profile faults.